Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm while driving. The patient was on the phone with his wife during his attempt to change the system controller. The wife stated that her husband would not answer her on the phone and heard the system controller alarming in the background. Ems was called and the patient was taken to a local hospital and pronounced dead. Log files from the system controller appeared to show a yellow wrench advisory/driveline fault alarm, driveline disconnected alarms, no external power alarms where the system controller was running on the backup battery, and multiple low flow hazard alarms. No other details are available at this time.

Event description:
Additional information was received from the intermacs registry stating: pt called his wife because his controller was alarming (he told her it was alarming driveline fault), he pulled over to the side of the road, attempted to change his controller but lost consciousness while doing that. Pt was found deceased, on the side of the road in vehicle, by state trooper.

Manufacturer narrative:
Information is unknown as the serial number of the device was not provided. The device is expected to return but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.